Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient reported that he had a hyperglycemic event and was aggressive, nervous, stressed and sweating the cgm was reading 70 mg/dl and the blood glucose reading was 536 mg/dl. The patient self-treated with drinking extra water and injecting insulin and reported that he gave multiple injections. During the self-treatment the patient was monitoring his blood glucose level with a blood glucose meter, but no specific values were reported. The patient eventually experienced a hypoglycemic event and loss consciousness. An ambulance was called by the caregiver who also provided sweets to the patient. Once the paramedics arrived it was reported that no further medication was necessary, and the patient was not brought to the hospital. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.